Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. During inspection and testing of the returned device, service could not reproduce or confirm the customer¿s reported image issue. Based on the results of the investigation, a definitive root cause could not be determined. However, the following are the potential causes: damage to the charge coupled device (ccd) unit, sliding error of movable l-range that occurred in the zoom scope, image occurred within the allowable range , damage or deformation of the connector. The event can be detected/prevented by following the instructions for use: operation manual, inspection of the endoscopic system, operation manual. Important information ¿ please read before use warnings and cautions. During inspection and testing, service found fluid ingress on the electrical connector. The angle of curvature was insufficient due stretching of the angle wire. The angle knob play was out of specification due to stretching of the angle wire. There was dirt on the insertion tube that was difficult to remove due to insufficient cleaning. The insertion tube and universal cord had wrinkling. Dirt that was difficult to remove was observed on the objective lens due to handling. Dirt that was difficult to remove was found on the operating section due to handling. The curved rubber adhesive was chipped. Scratches were observed on the insertion section of the insertion tube, on the control section, on the curved rubber, on the tip cover, on the insertion part snake tube boot, on the switch box, on the control section cover, on the up/down knob, on the up/down angle fixing lever, on the grip, on the universal cord due, on the operation side of the universal cord, on the scope connector side of the universal cord, on the scope connector, on the scope connector cover, and on the right/left angle fixing knob. Per the legal manufacturer, these other device issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Event description:
The subject device was sent to an olympus service center for evaluation with a report that the endoscopic image on the monitor was cloudy [blurred image]. The issue was found during an unspecified procedure. There was no patient or user injury reported.